Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient that at last report, cause is still unknown and unresolved, i.e. Continuing to feel sensations on right side. Patient reiterated that possible cause was high settings which have been lowered per their healthcare provider (hcp). Additional steps being taken is to use holster/harness for pressure and thickening the charge platform ie. Past advice was to add close between recharging equipment and body surface.

Event description:
Additional information was received from patient (pt). Pt reported the cause of the electrical sensations was unknown but they suspect it's because their settings are high. Pt reported the same troubleshooting information reported on the call on (B)(6) 2025. The issue has not been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient. The patient called back reporting they tried everything that was suggested on their previous call including placing a washcloth between the recharger and their skin but they continue to feel tingling/numbness sensation on their right side when charging the ins. Patient stated they already had the device checked at managing physician's office no issues were found. Patient declined a replacement recharger stating its not necessary because they are getting used to the sensation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient just started having a rechargeable battery about a month and a half ago. When they recharge the battery they feels electrical stimulation on his right side down to his toes and in his right arm and hand. The sensation intensifies a little bit every once in a while. Not quite the shock that you feel when they run the impedance test. It is almost like when your hands fall asleep and you are trying to open them. Patient said, they feel it all the way down his leg and down his arm. Patient is charging over clothing. The issue started the first time they charged on (B)(6)2025. They only feel it when they are recharging. Patient had a follow up appointment with the neuro surgeon's office and they had never heard of it. They checked to make sure everything was working properly. They haven't gotten back to the patient so they decided to go to the manufacturer. Recommended the patient to put the recharger over the implant and leave it there for 15 minutes without turning it on to see if they gets the same sensation. If it doesn't happen when it just sits there then it is not pressure then it has something to do with the radio frequency. Suggested patient take a washcloth and fold it in half and put it in between the recharging and the stimulator while charging. Redirect to doctor if issue persists. Patient is at 8.5 ma on the right side. Patient also mentioned that sometimes the communicator won't connect with the handset. The patient will turn the communicator off and back on and then it will work. The pairing issue started 26-nov-2025.  Reviewed with patient the pair issue can happen because the bluetooth gets out of sink. Suggested they continue to do a hard reset on the communicator if the issue occurs again.